Event description:
03-december-2024: there were several batches concerned, unfortunately the teams did not note the batch numbers of the needles. You will find attached photos. The coring phenomenon has only been present for a few months, with different manipulators and services. This concerns vials of different specialties, from several laboratories (heparin, vancomycin, etc.).

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, a particle was observed inside of a syringe and a medication bottle. We understand that an issue of coring needle took place. We would like to inform you that material 303262 was created with a regular bevel, in contrast to previous material 304622 that had a short bevel. This change in bevel requires a change in the use of the needle. Material 303262 should penetrate the vial at a 45¿60-degree angle to reduce the risk of coring. Previous material 304622 penetrated the vial at a 90-degree angle. Based on the preventive measures in place, we believe it is unlikely that this incident resulted from poor or insufficient de-burring of the cannula component.

Event description:
Description of facts: during the preparation of a syringe with an 18g canula, a phenomenon of coring of the septum. This phenomenon has been recurring for several months, with different handlers and different products. Consequences observed presence of pieces of septum in the syringe or vial. Risk of injecting a piece of septum into the patient if not seen during preparation.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.